Manufacturer narrative:
Concomitant products: k173ipg implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bradycardia induced torsades de pointes. It was also noted that the right ventricular (rv) lead exhibited a failure to capture. The rv lead was inactivated. No further patient complications have been reported as a result of this event.